Manufacturer narrative:
The autopulse battery with sn (B)(4) was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed no anomalies. Customer's reported problem was confirmed. The returned battery failed testing. Base on the evaluation results, a probable root cause for customer's reported complaint may be due to a battery problem; however, a definitive root cause for the battery problem could not be determined. Please see the following related MFR report numbers: 3003793491-2013-00630 for auto pulse resuscitation sys model 100 with sn (B)(4), 3003793491-2013-00631 for auto pulse nimh battery with sn (B)(4) and 3003793491-2013-00632 for auto pulse nimh battery with sn (B)(4).

Event description:
It was reported that the autopulse platform was used on a (B)(6) female in cardiac arrest. Pt size was average. The platform compressed for 2 minutes and was stopped by the operators. When they tried to restart, the lifeband would resize, perform 5 compressions and then stop. The display darkened and prompted "replace battery". The users attempted to continue a couple more times but reverted to manual CPR. No adverse pt sequelae was reported. The customer utilizes a 3-battery rotation and stated that they test cycle their batteries monthly but rotate batteries every 5 days. The customer was informed that the current recommendations are to rotate the batteries daily.